Event description:
This customer reported to the (B)(4) that a pt had an unnecessary emergency cardio angiogram with post-operative complications. This was a result of the copy button being accidently used to print the 12 lead ECG report which resulted in a previous pt's report being used to undertake surgical intervention. The complaint reports it appears no secondary / verification of the data took place before commencing surgery. The pt was positively identified from their wristband.

Manufacturer narrative:
Pt data not available. A f/u report will be submitted when the investigation is complete.